Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that he was unable to duplicate the reported failure. He performed full functional check and safety tests and returned the unit to the customer, cleared for clinical service.

Event description:
The customer stated that the blood pressure (bp) readings work intermittently. The customer changed the bp cables to no avail. This event occurred prior to the intra-aortic balloon pump (iabp) being used on a patient. No patient involvement reported. No adverse event reported.